Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose level of 464 (mg/dl). A bolus was delivered to address bg level. During troubleshooting with tandem technical support, the customer admitted to loading the cartridge outside of the load sequence. It was recommended that the customer load the cartridge using the proper load sequence.